Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 3006705815-2019-03173. Related manufacturer reference #: 3006705815-2019-03360. It was reported the patient's leads migrated following a seizure/fall. X-rays confined the issue. As such, the patient underwent surgical intervention where the scs system was explanted and replaced. Effective therapy was restored post-operative and the issue is resolved.

Event description:
Related manufacturer reference #: 3006705815-2019-03173. Related manufacturer reference #: 3006705815-2019-03360.